Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) would only hold a charge for a day. Program optimization was attempted and was not successful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.